Event description:
It was reported that while programming the pacemaker rate from 45 to 55 paces per minute, a pause was observed in pacing. It was noted that the patient has a pacemaker system for back-up pacing as well as an implantable cardioverter defibrillator (ICD) system. Ventricular sensitivity and output were increased and the pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead, (B)(6) 2005; 4568-45 implantable pacing lead, (B)(6) 2005; 4092-58 implantable pacing lead, (B)(6) 2001. (B)(4).